Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that the suite pc would not boot up. Although the supplier's part analysis could not conclusively determine the cause of the suite pc failure, the field service engineer replaced the suite pc, reloaded the complete system software, loaded the configuration backup, and installed a new license has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.